Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified a fracture at the collar. No pre-existing conditions were noted on the product experience report. The reported device was location is #30 and was used for approximately 22 years. X-ray or picture was not provided. Device history record review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported device dating back to 12 months from. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the implant at tooth removed due to fracture and peri implantitis. Radiograph of implant was taken, demonstrated circumferential bone loss to apex with fracture of implant platform on the mesial aspect. The reported complaint was confirmed for the implant fracture but could not be verified for peri-implantitis. A definitive root cause for this complaint could not be determined. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided. Lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the implant at tooth removed due to fracture and peri implantitis. Radiograph of implant was taken, demonstrated circumferential bone loss to apex with fracture of implant platform on the mesial aspect. The implant removed and the tooth site grafted.